Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer didn't perform the air removal step when filling the cartridge with insulin. Customer was educated on the air removal process per the user guide. Customer continued to use the existing cartridge. There was no reported adverse impact to customer's blood glucose.